Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper and sepsis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2022-00168 for j-tube record.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was scheduled for a j-tube replacement due to a tube occlusion. During the procedure to replace the j-tube, a buried bumper was discovered, and the tubing was unable to be removed. On (B)(6) 2022, the peg-j tubing was removed and replaced. The patient remained hospitalized after the procedure and developed sepsis. The patient remained hospitalized for over 3 months.